Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. A revision procedure was performed; however, the physician could not gain venous access. As such the lead was not able to be repositioned, and it was electrically abandoned. The lead was suspected to have dislodged during an ablation procedure that this patient underwent several months ago. No additional adverse patient effects were reported.